Manufacturer narrative:
A2: age at time of event: 18 years or above.

Event description:
It was reported that balloon rupture and stent inadequate apposition occurred. The patient presented with acute myocardial infarction. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery. A 24 x 3.50 promus elite mr drug-eluting stent was advanced for treatment. However, during inflation at 6 atmospheres, the balloon ruptured. The physician did not lose access with the wire. A 3.5 x 8 nc balloon catheter was advanced for post dilation to ensure the stent was well apposed. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 100% stenosed, thrombotic and a soft plaque. The right coronary artery was non-tortuous, non-calcified, and non-fibrotic.

Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported that balloon rupture and stent inadequate apposition occurred. The patient presented with acute myocardial infarction. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery. A 24 x 3.50 promus elite mr drug-eluting stent was advanced for treatment. However, during inflation at 6 atmospheres, the balloon ruptured. The physician did not lose access with the wire. A 3.5 x 8 nc balloon catheter was advanced for post dilation to ensure the stent was well apposed. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or above. Device evaluated by MFR.: promus elite ous mr 24 x 3.50 mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted. A tear was noted on the balloon body starting at the proximal end of the proximal markerband and extending distally for 7mm. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and stent inadequate apposition occurred. The patient presented with acute myocardial infarction. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery. A 24 x 3.50 promus elite mr drug-eluting stent was advanced for treatment. However, during inflation at 6 atmospheres, the balloon ruptured. The physician did not lose access with the wire. A 3.5 x 8 nc balloon catheter was advanced for post dilation to ensure the stent was well apposed. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 100% stenosed, thrombotic and a soft plaque. The right coronary artery was non-tortuous, non-calcified, and non-fibrotic.